Event description:
It was reported that the customer experienced a blood glucose (BG) level of 1.6 mmol/L; cause was due to customer accidentally delivering too much insulin by incorrectly entering bolus values into calculator. Customer consumed carbohydrates to address BG level. Technical Support advised customer to always follow pump screen prompts, to continue monitoring blood glucose, and to seek further guidance from healthcare provider about correct value entry, and customer understood and acknowledged these instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.